Event description:
It was reported the system responded with error code 3 during the case. The customer would flex the cord and it would start to test but then give the error. The handpiece was replaced and the case completed with no patient consequence.